Event description:
The customer reported the following results on her coaguchek xs (serial number (B)(4)). At 8:55 am she obtained a result of 6.0 inr while she obtained a result of 4.3 inr at 3:55 pm. There was no information provided as to whether any changes were made to the customer's coumadin. It was further reported that a lab test was done at a clinic and within 45 minutes of drawing blood from her arm they got a normal result. There is no time reported for the lab draw and the actual result from the lab or the reagent the lab uses was not known. She is not taking lovenox, heparin or any direct thrombin inhibitors. She does not have any antiphospholipid antibodies and she is not anemic. Her therapeutic range is 2.0- 2.5 inr. She reported she had no unusual diet. She reported her current condition as being in pain due to her recent knee surgery. There was no adverse event. The suspect product was requested to be returned and replacement product was sent.

Manufacturer narrative:
The relevant retention test strips (lot 202051) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). No error messages occurred. The retention samples were acceptable. The retention material performed as specified. No investigation was done of the suspect device as the customer did not return any strips to evaluate. The customer did not return any strips to evaluate.